Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed two loss of prime alarms associated with zero force. The pump was exercised successfully with no alarms occurring. Evaluation demonstrated that the pump was delivering insulin accurately.

Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. The pt also mentioned a blood glucose level of 377 mg/dl but denied any symptoms. The blood glucose elevation is not indicative of a serious diabetic injury.